Event description:
It was reported that the customer experienced low and high blood glucose levels. The customer explained that his blood glucose had been ranging between 40 mg/dl and 550 mg/dl. The customer stated that he had not been properly filling the cannulas and not changing the insertion site every two to three days. At the time of the call, the customer was experiencing low blood glucose around 40 mg/dl. The customer drank juice to raise his blood glucose. The customer also stated that it was difficult to keep the sensors due to excessive sweating. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.